Event description:
It was reported by service report that the foot and head won't go down. The foot and head jack were stuck in high height. Traces of small amount of dried oil from base/found oil on the floor. No patient involvement or adverse consequences are reported.